Event description:
The account alleged the brakes would set, but would pop back to neutral position if lateral pressure was applied to the bed. No pt impact or injury.

Manufacturer narrative:
The technician sent the account a new detent mechanism. No further info is available on the repair of the bed at this time.